Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was severely shocked when the ICD misfired four times. Hv therapy was turned off. Device malfunction suspected.